Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent antero-posterior fixation,of l4-l5, oblique lumbar interbody fusion and l5-s1 posterior lumbar interbody fusion. The patient was pre-operatively diagnosed with lumbar spinal canal stenosis. Intra-op, after all screw tabs were broken off, it was noticed that the tab extender was deformed. The timing of deformation is not known. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified the removal tool returned is bent but not broken. The bend appears to be the result of bend stress overload. If information is provided in the future, a supplemental report will be issued.